Manufacturer narrative:
Integra reservoir (nl8501212) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture and packaging process that could be related to the reported condition was observed. Failure analysis: the unit was visually inspected, and no manufacturing defect was observed. Upon closer inspection it was observed that the polypropylene needle-puncture shield was perforated. The dome was inspected with a magnifying camera and no punctures were observed on the dome area (top of reservoir); however, two (2) punctures were observed on the bottom flat surface of the reservoir. Since it was unexpected to find punctures at the bottom of the reservoir and none on the dome, an experiment was made with water to confirm what was observed. Water was introduced into the reservoir through the reservoir¿s inlet using a needle connected to a piece of catheter. Once the air was removed and the reservoir was filled with water, pressure was applied with the syringe and water leaked from the two (2) punctures at the bottom of the reservoir. No water leaks (punctures) were observed on the reservoir dome (top of reservoir). Therefore, it is confirmed that the user punctured the reservoir on the bottom side of the reservoir instead of the dome. Root cause: after evaluating the reservoir, it was confirmed that the user punctured the reservoir through the flat bottom side of the reservoir instead of the dome. No punctures were found on the dome (top side) of the reservoir. It was also observed that the ¿polypropylene needle-puncture shield¿ was perforated. It is unknown if the shield was perforated by accident or on purpose to gain access to the reservoir since it was accessed from the bottom side of the reservoir. Therefore, the reported condition was confirmed, and the root cause is related to a use error. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the bottom of the integra reservoir 2.5cm dome,flat bottom, side I (nl8501212) was punctured with a port needle (<22g) during puncture. Therefore, the reservoir had to be explanted. There was increased surgery time of an hour (time from indicating the perforation in the or until explantation and implantation of a new device). There was no patient harm.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.